Event description:
An alarm issue was reported with the adc device. The customer indicated that the low glucose alarm did not sound while she became hypoglycemic. The customer was driving at the time and experienced a loss of consciousness, consequently hitting a parked car. An ambulance arrived and paramedics obtained a reading of 43 mg/dl on their meter compared to a reading of 53 mg/dl on the sensor. The low glucose alarm was set to sound at 70 mg/dl and below. The customer was administered IV glucose 33% and glucose 5% for the treatment of hypoglycemia in ambulance and in hospital. The customer underwent radiological exam, was diagnosed with cervical spine trauma, and received atauxib 90 mg (analgesic) with cervical collar. The customer was kept for observation for 24 hours. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.